Manufacturer narrative:
Device evaluation: the ams700 momentary squeeze pump was visually inspected and functionally tested. No leak was found. The pump failed the 8 lb. Activation test. The pump required more than 8 lbs. Of force to activate. The pump failed the inflation test and did not transfer a sufficient amount of fluid to fully inflate the cylinders. The product analysis confirmed that the allegation of a pump malfunction was present.

Event description:
It was reported that the inflatable penile prosthesis (ipp) pump was explanted because "the valve occasionally fails and relocate the position of pump." A new ipp pump was implanted. Additional information received explained that "the valve occasionally fails" means "the fluid can not be back to pump from the reservoir and can not inflate too." Prior to the pump migrating it was located in the "medium scrotum." After migration it was located on the "right side of scrotum." The patient began feeling pain while sitting after his initial procedure. The patient was stable following surgery.

Event description:
It was reported that the inflatable penile prosthesis (ipp) pump was explanted because "the valve occasionally fails and relocate the position of pump." A new ipp pump was implanted. Additional information received explained that "the valve occasionally fails" means "the fluid can not be back to pump from the reservoir and can not inflate too." Prior to the pump migrating it was located in the "medium scrotum." After migration it was located on the "right side of scrotum." The patient began feeling pain while sitting after his initial procedure. The patient was stable following surgery.